Event description:
It was reported that the device triggered elective replacement indicator (eri) with a long capacitor charge time. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949, implantable tachy lead, (B)(6) 2005; 5076, implantable pacing lead, (B)(6) 2005. (B)(4).